Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the event was reported under the incorrect MFR number. The initial medwatch was submitted in error and should be voided. The event will be reported on 3006946279 MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the event was reported under the incorrect MFR number. The initial medwatch was submitted in error and should be voided. The event will be reported on 3006946279 MFR number.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The supplemental submitted on july 21, 2021 (report# 0001822565-2021-01897-1) was submitted in error and should be voided. The event will remain reportable under MFR 1822565. The results of the investigation are as follows: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - part and lot identification are necessary for review of device history records, neither were provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unk oxford catalog #: n/I lot #: n/I. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported the patient underwent an initial left uni-condylar knee replacement. The patient began to develop pain and decreased range of motion and despite more conservative interventions and was revised to a total knee due to microscopic loosening. Attempts have been made, but there is no additional information at this time.